Event description:
It was reported that bd q-syte leaked. After successful puncture, a gap was found in the septum causing fluid leakage and a claim is required, the defective product can be returned no complaint reply letter, no complaint receipt letter is required.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable fmea/eura (peura rm6229 rev03) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.